Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that the bulging of the housing caused the observed damage. The contacts seem to be oxidized by the leaking electrolyte. However, neither patient contact to battery chemistry nor any injuries were reported. This is a combined initial and final report.

Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.